Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was associated with a system infection. During an extraction procedure of the system, a perforation occurred causing a pericardial effusion. Additional open-heart surgery was performed to address the perforation/pericardial effusion and the patient was reported to have passed away later from the extraction procedure. All evidence indicates the crt-p system was explanted and no additional adverse patient effects were reported.